Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. The lens was received torn into four pieces and both haptics were torn. There was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon was attempting to insert a 10.5 diopter aa4203tl silicone plate lens with toric and the lens was torn while advancing in the injection system. The reporter stated the incident was caused by the cartridge. There was no pt contact.